Event description:
Customer reportedly tested 80mg/dl on a paramedic's device and 35 mg/dl on the complete system within 10 minutes. Customer was given juice prior to arrival of paramedics. Once the paramedics arrived the customer was given glucogon. Requested return of suspect system and replacement was sent.